Manufacturer narrative:
The monitor was not returned to the service center for evaluation. The investigation is ongoing and if additional information is received this reported will be supplemented accordingly.

Event description:
The service center was informed that during an unspecified procedure, there was no image when using the inputs (all connectors) on the monitor. The monitor would intermittently go black and then the image would be lost. There was no patient injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The subject device was not returned, though multiple attempts of communication were made with the user facility for additional information. Based on the results of the legal manufacturer's investigation, it is likely the phenomenon occurred by the following factors: (1) the internal board failed, (2), the lcd (liquid crystal display) panel was damaged, and/or (3) affected by factors other than the device, such as setting / environment in the facility. If additional / applicable information is obtained from the user facility, or the device returned and evaluated, a supplemental report will be filed.